Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator alarmed with pressure regulation high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.